Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system being used during a spinal fusion. It was reported that the site experienced inaccuracy while using the navigation and imaging systems. It was reported that after the first spin, the surgeon reported that all the instruments were off, with the system showing them five millimeters posterior of their physical location. It was reported that all instruments were inaccurate by the same amount. The surgeon took a second navigated spin, and after the second spin, all instruments were shown five millimeters anterior of their physical location. It was initially reported that this was an open case with the patient reference frame attached firmly to spinous process with no retractors near it and that it was unlikely that the frame had moved after the spin. It was later reported that the spins were performed without retractors and added after the imaging system was removed. It was reported that the frame was close to the skin, and that the surgeon placed the retractors directly beneath the frame, which moved it after the first and second spin. After a third spin, the surgeon moved the retractors to another location and proceeded with the case with no further accuracy complaints. Surgery was delayed by less than one hour and there was no reported patient impact.